Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, noise oversensing and inappropriate shock on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.